Event description:
The event is reported as: "complaint alleges that a leak was traced to the adapter. Complaint states that the rt was called to the bedside for a vent alarm and upon inspection; the 1763 adapter broke into 2 pieces in the therapist's hand while at the bedside. The adapter was changed and there was no pt injury." Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.